Event description:
There was an allegation of questionable elecsys troponin t hs results from cobas e 801 analytical units. Sample 1 initial result was 0.0586 ng/ml and the repeat result was 0.0120 ng/ml. This sample was tested on analyzer serial number (B)(6). On (B)(6) 2025, sample 2 initial result was 0.045 ng/ml and the repeat result was 0.007 ng/ml. This sample was tested on analyzer serial number (B)(6). On (B)(6) 2025, sample 3 initial result was 0.0306 ng/ml and the repeat result was 0.00869 ng/ml. This sample was tested on analyzer serial number (B)(6). The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The cobas e 801 analytical unit serial numbers were (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. There was no product problem identified. A general reagent or analyzer problem was not present because the qc before the event was within ranges.